Event description:
During heart catheterization inside cath lab #2, merge was not reading the patient¿s o2 saturation or end-tidal carbon dioxide (etco2). No harm occurred to the patient. Backup hemodynamics were being monitored via anesthesia monitor. Manufacturer response for computer, diagnostic, programmable, merge hemo (per site reporter). Ongoing merge software issues, vendor in process of troubleshooting.